Manufacturer narrative:
This report is being filed under exemption e2012068 by the arjohuntleigh magog inc. (Registration #9681684) on behalf of the importer arjohuntleigh inc (ahus) (registration #1419652). On 11-sep-2018 arjo received information regarding the event, which occurred in clinton manor living center in the us. The event took place after the transfer of the resident (female, 140kg) using the maxi sky 440 portable ceiling lift. When the resident was placed back to the bed and the sling was disengaged from the lift, the caregiver did not slide the lift away from the patient. The caregiver pushed the ceiling lift behind the resident and as a result, the device hit the patient's head. As the consequence of the event, the resident sustained bruised on side of the head and was taken to the hospital, where the c7 fracture was confirmed. The customer was visited by the arjo representative to perform the device evaluation. Two maxi sky 440 portable ceiling lifts were used in the room, where the event took place, therefore it was not possible to determine, which lift was exactly involved in the event. Due to this fact, it was decided to inspect both maxi sky 440 ceiling lifts. The inspection was performed by arjo representative and it was confirmed that these devices were up to the manufacturer's specifications. Additionally, the installation was evaluated and no failure was confirmed. The instruction for use (IFU) dedicated to the maxi sky 440 (001.16000.33.en rev.13) provides safety instructions and warnings regarding proper operation of the maxi sky 440 ceiling lift. It clearly describes step by step how to perform the transfer in a safe way. It should be noted that according to IFU, the device can be used only by the trained caregivers, who should attend the resident during the whole transfer. When the transfer of the resident is completed and the resident is properly seated, the following steps should be followed: - "(...) Loosen the straps and disengage the sling from the lift. - slide the lift away from the patient. Unhook the lift from the trolley and use the hand control to shorten the strap. You can now remove the sling from around the patient". Additionally, the IFU warns: "hold the ceiling lift spreader bar with one hand at all times when near a patient to avoid the risk of contact". Based on the information mentioned above, it can be concluded that the caregiver who attended the resident during the transfer did not follow the transfer procedure and warnings included in the IFU. After the transfer, the ceiling lift was left in the same position as during the transfer and the caregiver pushed the device, which hit the resident. Following the information included in the IFU, the ceiling lift should be held when it is near the resident. If the instructions included in the IFU were followed, an accident would not re-occur. Additionally, during an interview with the maintenance department director in the involved facility, it was clarified that this was not the first time when the ceiling lift has been seen at the lower position (the device's strap unwound ) and this situation occurred from time to time. Due to this fact, the training for the facility staff will be recommended to remind about the proper operation of the ceiling lift and safe height of the strap and the spreader bar to ensure the patient safety. When reviewing similar reportable events registered in the last five years for maxi sky 440 and similar ceiling lifts, we have not found any cases with the same or a similar description. The issue claimed by the customer, in this case, appears to be an isolated occurrence. To sum up, the device was being used at the time of the event and although there was no failure found with the ceiling lift strap nor spreader bar, the ceiling lift system played a role in the reported incident. This complaint was decided to be reported to the competent authorities because the resident sustained the serious injury.

Event description:
On 11-sep-2018 arjo received information regarding the event, which occurred in (B)(6) center in the u.s. The event took place after the transfer of the resident (female, (B)(6)) to the bed. When the resident was placed back to the bed and the sling was disengaged from the lift, the caregiver did not slide the lift away from the patient. The caregiver pushed the ceiling lift behind the resident and as a result, the device hit the patient's head. As the consequence of the event, the resident sustained bruised on side of the head and was taken to the hospital, where the c7 fracture was confirmed.